Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a procedure in a heavily calcified posterior tibial artery, the fox sv balloon ruptured at 2 atmospheres. There was no reported adverse patient effect. There was no additional information provided.

Manufacturer narrative:
The customer reported the device was discarded. Without device investigation, a root cause for the balloon rupture could not be determined. A review of the finished device lot history record did not reveal any nonconformity which could have contributed to this event.